Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery depletes faster than expected. In addition, it was reported that the battery gauge was observed to be fluctuating. There was no impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy, but also had manual injections available.